Manufacturer narrative:
Batch reviews performed on 22 sept 2025: reverse shoulder system 04.01.0111 humeral reverse metaphysis +9mm/0° (k170452) lot. 2244281: (B)(4) items manufactured and released on 12-april-2023. Expiration date: 22-march-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0148 glenoid baseplate - ø22x15 (k170452) lot. 2217807: (B)(4) items manufactured and released on 16-nov-2022. Expiration date: 02-nov-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0167 glenosphere - ø32x22 (k170452) lot. 2109110: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 26-sept-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0116 humeral reverse hc liner ø32/+0mm (k170452) lot. 2240558: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 01-dec-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot. 2247096: (B)(4) items manufactured and released on 15-feb-2023. Expiration date: 27-jan-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review. Reverse shoulder system 04.01.0199 glenoid polyaxial non-locking screw - l34 (k181826) lot. 2240266: (B)(4) items manufactured and released on 24-nov-2022. Expiration date: 09-nov-2027. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
After 2 years and 1 month post-primary, the patient came in due to infection, and the pathogen is unknown. The surgeon performed a washout and converted the patient to an anatomic system. The surgery was completed successfully.

Event description:
The patient underwent primary reverse shoulder surgery on (B)(6) 2023. On (B)(6) 2025, due to infection, the surgeon performed a washout and temporarily converted the shoulder to an anatomic system instead of using a spacer. On (B)(6) 2025, after the infection cleared, the patient was revised back to a reverse shoulder. The surgery was completed successfully.

Manufacturer narrative:
Correction: - b5 describe event or problem. - d6a implanted date.